Event description:
As reported, during an inflation to 6 atmospheres (atm) there was a leakage of contrast coming from the balloon of a 6mm x 6cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter and a balloon rupture was confirmed. There was no reported injury to the patient. This was during a procedure to treat a lesion in the iliac artery. Angiography was performed as well as a vascular echocardiogram to observe the lesion. The device was prepped per the instructions for use (IFU) and stored within the hospital¿s medical warehouse. There was nothing unusual about the appearance of the device prior to use and there were no issues during insertion of the device. The device was discarded and will not be returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, during an inflation to six atmospheres (atm) there was a leakage of contrast coming from the balloon of a 6mm x 6cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter and a balloon rupture was confirmed. There was no reported injury to the patient. This was during a procedure to treat a lesion in the iliac artery. Angiography was performed as well as a vascular echocardiogram to observe the lesion. The device was prepped per the instructions for use (IFU) and stored within the hospital¿s medical warehouse. There was nothing unusual about the appearance of the device prior to use and there were no issues during insertion of the device. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82234626 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown and procedural factors likely contributed to the reported event. However, with the limited amount of information available regarding lesion characteristics and without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.